Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The breach in aseptic technique was further specified as cats were present when the patient was performing therapy. The patient was hospitalized nine days prior to diagnosis of peritonitis. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the peritonitis. No additional information is available at this time.